Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a plate - unknown lot. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a non union of a proximal third tibia fracture. The original implant date was about 10 years ago. The plate had three (3) 5.0mm locking screws and three (3) cannulated 5.0mm locking screws. Implants were removed without any major issue. The patient was placed with another synthes plate and vivigen bone graft. The surgery was completed successfully with no medical intervention needed. No surgical delay was noted no fragments were reported. This complaint involves two (2) device. This report is for one (1) plate. (B)(4).